Manufacturer narrative:
Undisclosed injuries. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an unknown date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/6/2019. (B)(4). Additional narrative: it was reported that patient underwent a gynecological surgical procedure on (B)(6) 2013 and tvt-o was implanted. It was reported that patient underwent concurrent laparoscopic bilateral tubal ligation procedure. It was reported that patient underwent removal of mesh on (B)(6) 2017 due to pain urinary incontinence and rectocele. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.